Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon interrogation by the field representative, prior to use, there were several observations of out of range lead impedances and noticed the cardiac resynchronization therapy defibrillator (crt-d) already had pre-existing lead information entered as if the device was going to be used previously. The pre-implant battery level was checked and noted the battery voltage was less than 3.0 volts. Verified all detections were off, reprogrammed the device sensing/pacing off , then ended the session. The crt-d continued to alarm in the bag. Technical services consult revealed when nominals are saved and crt-d returned to bag, it turns on all detections and, even if turned back off immediately, this action will initiate implant detect and this action cannot be undone. The crt-d was not used. There was no patient involvement.